Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the surgeon faced issues with inadequate flap formation and vertical gas breakthrough but successfully completed the flap using a microkeratome with no patient harm, patient left eye was involved, during lasik surgery. There are multiple related reports for this facility. This report addresses a patient initial as with left eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the day of treatments shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows thirty nine successfully performed treatments. The patient¿s left eye was treated two times. The reported treatments could be identified in the logfile. 1.treatment: the surgeon interrupted the treatment twice by releasing the laser pedal during canal cut. The treatment of the patient's left eye was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during canal cut. Treatment was only seventeen percent complete. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. The treatment report image shows that most probably canal was shot entirely into the patient interface surface, therefore good ventilation could not be assured. 2.treatment: the surgeon interrupted the treatment once by releasing the laser pedal during bed cut. The treatment of the patient's left eye was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during bed cut. Treatment was only fifty eight percent complete. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Root cause for this event could not be identified conclusively. An inappropriate insertion of the patient interface, together with thin flap planned, multiple docking attempts, docking technique could lead to the described event. The manufacturer internal reference number is: (B)(4).